Manufacturer narrative:
The reported complaints of user advisory - ua12 (lifeband not present), ua20 (position out of range) and ua45 (not at "home" position after power-on/restart) on the autopulse platform (sn (B)(4)) were confirmed during archive data reviews. Only ua20 (position out of range) was confirmed during device's power on. The investigation findings determined that ua12 was due to an unparalleled lifeband switch lever, ua45 was due to a driveshaft not at home position and ua20 was due to sticky clutch. During visual inspection, no physical damage observed on the ap platform. However, a sticky clutch was observed. Thus, confirming the reported complaint. The autopulse platform is a reusable device and was manufactured in august 2007. The device has been operating over 11 years and has exceeded its expected serviceable life of 5 years. Therefore, this type of issue on the ap platform attributed to wear and tear and. The archive data review indicated user advisories ua12, ua45 and ua20 were observed on the date when the issues occurred. The initial functional testing could not be performed on the platform due to ua20 upon powering on. To remedy the issue, the sticky clutch was deburred. In addition, to remedy ua12, the lifeband switch lever was adjusted to parallel and returned the driveshaft to "home" position to remedy ua45. After all the repair, the ap platform was tested and passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). (B)(4), reported as ua45 and to remedy the issue, the drive shaft was rotated to home position.

Event description:
Customer reported that during a shift check, the autopulse platform (sn (B)(4)) displayed multiple user advisories - ua12 (lifeband not present), ua20 (position out of range) and ua45 (not at "home" position after power-on/restart) error messages. The crew swapped out the lifeband but issue persisted. No patient involvement.